Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has rec'd to date. Currently, it is unk whether or not the device may have caused or contributed to the event as not product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. The info provided indicates that the pt developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis."

Event description:
In (B)(6) 2007: pt underwent open umbilical hernia repair surgery with that is described as a bard kugel patch. After the bard kugel patch was implanted, pt experienced burning pain in the umbilical area, a stitch was reported to have poked out of pt's skin from the area of the umbilical mesh. Pt reported he pulled the stitch out, developed (B)(6) and (B)(6) in umbilical area, the mesh became infected and eventually required removal. On (B)(6) 2011: pt underwent explant of what is described as a bard kugel patch. On (B)(6) 2011: pt doing better, umbilical pain improved, is presently on oral antibiotics.